Event description:
It was reported during testing at user facility that the rubber seal is missing from the aseptic housing which can cause housing to not close properly and expose the non-sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The housing is not a repairable device and will not be returned to the user facility.